Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the "balloon exploded during use". It was reported there was no patient injury or consequence. There was no report of medical intervention.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and a hole was found in the cuff. Five representative samples were retrieved from the current production lot at the manufacturing facility. The cuffs were then inflated to maximum pressure using a calibrated endotest. None of the balloons burst even when inflated to 120mbar. The cuffs of the production representative samples were then inflated to maximum pressure using a 20ml syringe. None of the balloons burst when inflated to the maximum pressure using a 20ml syringe. Based on the investigation performed, the reported complaint of balloon burst was confirmed. A hole in the cuff such as that found on the complaint sample would be detected in manufacturing prior to release. The instructions for use (IFU) states that the cuff should not be overinflated. Since the defect was detected after intubation, the failure was most likely induced by the end user, although this could not be confirmed. *a conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
Customer complaint alleges the "balloon exploded during use". It was reported there was no patient injury or consequence. There was no report of medic al intervention.